Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.